Event description:
Additional information received reported that the patient had increased pain after a lumbar CT scan. The manufacturer's representative checked the system and it was working fine. The patient had 'lots of complaints over time.' The physician removed the entire system on (B)(6) 2012 due to the patient feeling that the system was painful.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) found no significant anomaly; the device was functionally okay. Analysis of the two stim lead extensions found product with body cut through/segmented but no significant anomalies. Analysis of the lead found product with body cut through/segmented but no significant anomaly.

Event description:
It was reported that there was a problem with the stimulation. The patient was complaining of belly stimulation near the battery, which was located in the right abdomen, when she met with the manufacturer representative last friday. The patient never had stimulation there and needed stimulation in the legs. The manufacturer representative checked impedances, which all measured normal, and reprogrammed the device. The patient left the appointment stating it felt a little better than before. It was also reported that the patient met with the manufacturer representative again today. The patient reported stimulation was painful and felt like it was burning in the abdomen area. The impedances were checked again and all were still within normal range. The manufacturer representative narrowed the pulse width parameters and the patient was still feeling stimulation in the belly. The health care professional was going to get x-rays today. The event or symptoms occurred following some type of environmental exposure, a CT scan. Before the CT scan, the patient did not have this issue. The device was on during the scan, as the patient forgot to turn it off. The patient got a jolt of stimulation down the left leg and the leg jumped while she was lying on the table. The patient indicated that it seemed like ever since that incident she has had the belly stimulation. The patient also felt the buzzing of the stimulation, burning and felt like icy hot. It was suggested that the patient turn off stimulation for a while and see if everything calms down. Additional information received reported that the health care professional decided to explant the system from the patient. Additional information received also reported that x-rays were done and looked okay, and that impedances were checked and were within limits. The patient was scheduled to have the system explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer; product ID 3998, lot # j0444024v, implanted: (B)(6) 2004, product type lead.

Manufacturer narrative:
Product ID 748951, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension; product ID 3998, lot# j0444024v, serial#, implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.